Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severly calcified #6 coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured without reaching the nominal pressure. There were no device and component left inside patient's body. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient's condition post procedure.